Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through photographic inspection and the reported event was confirmed through review of medical records. Pictures provided identified that the femoral condyle was fractured on one side. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet porous tibial tray 67mm, catalog #: 141262, lot #: 408250. Biomet series a standard patella 31mm, catalog #: 184764, lot #: 114320. Vanguard anterior stabilized tibial bearing 10mm x 67mm, catalog #: 189040, lot #: 600180. Biomet stem 40mm, catalog #: 141314, lot #: 432850. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address femoral component fracture and pain. Attempts have been made, but no further information is available at this time.